Event description:
Explantation of the hakim programmable valve as the surgeon observed the valve settings changing despite the reprogramming of the patient at a particular pressure. The device was not replaced with another shunt as the surgeon wanted to determine if the patient was shunt independent.